Event description:
It was reported that while using the bd ultrasafe¿ x100lg2xl png blue tint the syringe detaches from nsd during attachment of needle. The following information was provided by the initial reporter: syringe detaches from nsd during attachment of needle.

Manufacturer narrative:
H.6. Investigation summary: confirmed: reported condition was observed at bd.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd ultrasafe¿ x100lg2xl png blue tint the syringe detaches from nsd during attachment of needle. The following information was provided by the initial reporter: syringe detaches from nsd during attachment of needle.